Event description:
It was reported that the ilet screen became blank and grey after the device fell and impacted the user¿s knee, and the display was nonresponsive despite a force restart via the mobile app. Symptoms included no clinical effects reported. Outcomes included interruption of normal device use due to an unresponsive screen. Investigation included troubleshooting and user education, confirmation of data sync to the mobile app, guidance to shut down the device, and arrangements for return and replacement logistics. Investigation of this case revealed a device display malfunction consistent with physical damage to the screen or display assembly following impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to physical impact.